Event description:
The pt claimed that the keypad required multiple presses for the pump to respond. The pump reportedly has not been exposed to moisture and the rubber keypad is intact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.